Manufacturer narrative:
(B)(4). Batch # 705a37. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the joint cover damaged, anvil bent upwards and with a gst60t loaded on the device. The reload was received partially fired 1/2 with the reload deck damaged. Furthermore, the anvil knife slot and the articulation was noted to be damaged, as would not hold the articulation setting. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled and the articulation bar damaged. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. As part of the results of the articulation damaged, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The damaged on the joint cover, most of the time it is due to the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the reloads are stuck on the device. No patient consequences reported. No further information is available.